Manufacturer narrative:
The service engineer observed a loose component in the rotational locking mechanism. He tightened the component and added loctite to secure. The rotational lock was tested to verify proper function. Internal CAPA issued.

Event description:
During routine qa testing, it was observed that the ort100 table rotational lock would not remain adjusted. No patient involvement.